Manufacturer narrative:
Batch review performed on 31 january 2023: lot 2100667: (B)(4) items manufactured and released on 06-apr-2021. Expiration date: 2026-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 3 months from first medacta devices implantation, the surgeon performed a washout and revised the poly and the surgery was completed successfully.